Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer noted a hardware low level failures (pump error 63). No harm requiring medical intervention was reported. Troubleshooting was performed customer was able to clear the alarm and also customer is able to complete pump rewind and self test passed . It is conformed  the customer will continue to use the device  and the pump will not  be returned for analysis